Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction, stent thrombosis). Evaluation conclusions: inherent risk of procedure (myocardial infarction, stent thrombosis). (B)(4).

Event description:
During a revascularization to treat stenosis approximately 28 months post index procedure, 2 integrity bare metal stents were implanted in the lad and 2 integrity bare metal stents were implanted in the cx. Treatment following the previously reported mi which occurred approximately 32 months post index procedure, also included ballooning of the cx and om.

Event description:
The patient had one endeavor drug-eluting stent implanted in the lad. Approximately 4 months post stent implant, the patient suffered an mi. Patient recovered. Approximately 8 months post index procedure the patient suffered an mi and stent thrombosis. A non-medtronic stent was implanted in the lad. Patient recovered.